Manufacturer narrative:
The device was discarded at the account. A lot number was not given for this complaint, so a device history record could not be reviewed. If additional info is received, a follow up report will be filed.

Event description:
It was reported that the needle of the transfusion filter broke off in the blood bag. The approximately 500 ccs of collected blood could not be re-infused. It is unk if the pt received a blood transfusion from either a blood bank or pre-donated blood.